Event description:
It was reported to vyaire medical that the vela ventilator has a motor controller error. Furthermore, there was no patient associated with the said event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was evaluated and tested. The field service representative checked the event log and did not find any instance of "motor fault". This and all other vents had batteries totally drained which could cause a motor fault if ac power fails. The ventilator was run on different setting for an hour but no errors found. The ventilator has a broken flow sensor cover. Est must be completed before patient use including battery charging and oxygen ambient and 100% calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.